Event description:
It was reported that a patient dropped an ilet at school, resulting in a cracked screen; the pump continued to deliver insulin but the display was difficult to navigate, and a replacement was arranged with instructions for shutdown, data sync, and return. Symptoms included no reported blood glucose issues or clinical effects. Outcomes included continued insulin delivery and use of cgm, with arrangements for device replacement and return shipping support. Investigation included collection of event details, coordination of return logistics, and review of device function as reported by the user. Investigation of this device revealed physical damage to the display consistent with external impact while core pump delivery function remained operational. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to a device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.